Event description:
It was reported that during an appendectomy procedure, it was observed that it was not possible to close the device with the closing trigger. Another like device was used to complete the procedure with a delay of five minutes. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 04/23/2025. D4: batch #unk. Additional information was requested, and the following was obtained: - was the firing sequence started but not completed? If yes: --> no!, therefore remaining questions n/a - did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? - did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? - was there any difficulty opening the device jaws? It wasn¿t even possible to close the device. Investigation summary ==> the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with no reload received. Further analysis shows that the left wedge guide was noted to be damaged (broken), this condition did not allow the reload to be properly loaded into the device and the anvil would not close as expected. No functional test was performed due the condition of the device. No conclusion could be reached on what caused the damage to the wedge guide. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. A manufacturing record evaluation was performed for the finished device batch number 396d40, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.